Manufacturer narrative:
H.6. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield attached to an apidra solostar pen with the shelf carton from lot # 9057871. Customer states that the patient and non patient end of the needle is bent and crooked, insulin wouldn't come out, and the non patient end of the needle was broken off, detached on the pen. The returned pen needle was examined and exhibited a bent patient end of the cannula and a broken non patient end of the cannula. The broken end of the non patient end of the cannula was observed to be bent and stuck in the septum of the pen. These issues could prevent the insulin from flowing through the pen needle properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320555, batch no: 9057871. It was reported that during use of the pen ndl 32g 4mm hp 100 box 1200 ca the needle was bent on patient end and non patient end. The needle was crooked . There was a break of the needle on the bottom portion. This occurred on 40 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: pharmacist stated consumer reported bent needle on patient end and non patient end, crooked needle. Break of bottom portion. Consumer found about 40 needles out of 3 boxes. She only dropped off one box at the pharmacy. She started noticing the bent needle since after august and because of the bent needle insulin not being dispensed. Consumer uses new needle each time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 320555, batch no: 9057871. It was reported that during use of the pen ndl 32g 4mm hp 100 box 1200 ca the needle was bent on patient end and non patient end. The needle was crooked . There was a break of the needle on the bottom portion. This occurred on 40 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: pharmacist stated consumer reported bent needle on patient end and non patient end, crooked needle. Break of bottom portion. Consumer found about 40 needles out of 3 boxes. She only dropped off one box at the pharmacy. She started noticing the bent needle since after august and because of the bent needle insulin not being dispensed. Consumer uses new needle each time.